Manufacturer narrative:
Investigation summary: a review of the DHR did not find any issues relating to the reported problem. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 suspected false negative sofia sars result for 1 symptomatic patient. It is unknown how many days after symptom onset that the patient was tested. No confirmatory testing completed.